Event description:
Customer device = "hi" at 10:08 am. A different device = 57 mg/dl at 10:11 am. A lab result = 60 mg/dl at 6:00 am. Another lab test = 47 mg/dl at 10:40 am. Controls were in range. A request was made for return product and replacement product was sent.